Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate mode switches due to noise were observed. Insulation abrasion was noted. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. The patient was in stable condition.